Manufacturer narrative:
The monitor was evaluated at the site. A medtronic rep replaced the monitor and there have been no add'l issues reported.

Event description:
A medtronic rep reported that when the stealthstation treon navigation sys is booting, at first the monitor works and after 5 seconds, maximum, the monitor blanks out and remains showing a black screen. There was no pt present.